Event description:
Patient having right vat with lobe resection with cardiothoracic surgeon. During middle lobe resection, stapler device malfunctioned and surgeon was unable to "release" stapler, causing the staple load lo become stuck in the lung tissue. Covidien rep called; rep suggested to " cut around" stuck load as there is no quick release or emergency release button on the stapler device. Surgeon was able to eventually dissect lung tissue around staple load. K-centra and 2 prbcs ordered due to unexpected blood loss, however, prbcs not given. Surgeon states: during the operation, there was a lot of adhesions and we had to do a pneumolysis. Eventually, when we were transecting the middle lobe with a stapler, the stapler got stuck and we had to remove with a knife and a vascular clamp and repair the area with a suture.